Event description:
On 8th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that spring arm covers were missing. Photograpic evidence confirmed that issue and also indicated that screw and cap were missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was getinge service manager. E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that covers, screws and cap from the spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 8th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that spring arm covers were missing. Photograpic evidence confirmed that issue and also indicated that screw and cap were missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that covers, screws and cap from the spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated and confirmed by photographic evidence that covers, screws and cap from the spring arm were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts at the manufacturing site. As they stated it was detected that the screw on the spring arm cover was loose. This screw is responsible for attaching the cover to the spring arm structure. The manufacturer of the spring arms, ¿ondal¿, led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it is the only case where the screw continues to loosen. The cases detected after more than 1 year after the installation correspond to a lack of inspection during the yearly preventive maintenance. To prevent the loosening and the fall of the screw, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance or daily inspections. The screw has a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. According to the subject matter expert at the manufacturing site, the fall of covers is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.